Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Per customer's healthcare provider, the cause of death is unknown and possibly cardiac; however, this could not be confirmed. No additional information was available.